Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's physician reported that the patient had to move the audio processor coil to have access to sound with the cochlear implant.

Manufacturer narrative:
The currently available information does not allow to determine a clear root cause for the reported problem. If the device is received in the future, the case will be re-opened and the device investigated. So far a date for explantation has not been made available.

Event description:
The patient's physician reported that the patient had to move the audio processor coil to have access to sound with the cochlear implant. Re-implantation is decided upon, a surgery date is not set at this time.

Manufacturer narrative:
Conclusion: the investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's physician reported that the patient had to move the audio processor coil to have access to sound with the cochlear implant. In situ measurements results are indicative of device malfunction. The patient still hears well but in the meantime the status changed in that way that she has to press the coil onto her head to hear anything. Re-implantation is decided upon, a surgery date is not set at this time. The patient was re-implanted in (B)(6) 2015.